Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with unresponsive buttons due to corroded keypad traces.

Event description:
The customer reported that numbers were not ramping on their own, and the scroll bar was not moving with no input. Advised the customer to discontinue use of the device and revert to backup plan. It was stated that the wife was concerned that the insulin pump was not functioning properly, and he has been hospitalized before. A follow up was conducted to obtain more information on the event and he stated that the incident happened long time ago. The customer did not have any details on the event. It was mentioned that the customer has been off the insulin pump therapy after his device malfunctioned. No further information was provided.